Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that when the fluid air exchange (fax) function was activated, air did not flow and the infusion continues to flow during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was contact with patient but no information about patient impact.